Event description:
A patient reported blood glucose results of "211 mg/dl" with a lifescan meter and "173 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms accuracy. A check strip test performed in 4/03 fell within range (87/79-105). A control solution test performed in 4/2003 fell within range (126/110-142 mg/dl).